Manufacturer narrative:
A replacement glidescope titanium video cable was provided to the customer and the glidescope titanium video cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope titanium video cable but was unable to connect the customer's cable to any verathon test equipment due to the damage found to the cable's connector. The verathon technical service representative was unable to confirm nor deny the reported image issue. Upon completion of the evaluation the glidescope titanium video cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the cable. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image would intermittently disappear. The procedure was completed using another avl glidescope system, which was made available in an unspecified amount of time. No harm to the patient or user was reported.